Event description:
It was reported by repair work order that the fowler was drifting due to a malfunctioning motor. It was also reported that the up/down function was not working due to a damaged cpu and footboard module. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.